Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The probe was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with no presence of the inner cutter observed in the port of the probe needle. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe sample was disassembled and the components inspected. The inner cutter is broken at the port, therefore, a wear evaluation could not be performed. Gouge marks were observed at several locations along the inner cutter and wear marks were observed at one location along the cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe sample had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The cause of the actuation failure is the broken inner cutter of the probe. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. An internal investigation has been initiated in order to investigate the root cause of probe inner cutter breakages. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter was not cutting and the aspiration was continuous during a cataract/vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.